Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/30/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Heater wire was observed to be slightly flexed away from the base of the hot jaw while remaining attached to the tip of the jaw, which can be attributed to clinical use. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was not confirmed. The lot # 3000333829 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had a defect in the cutting mechanism. The metal heater wire was detached from one side of the jaws and went through to the other side. The energy still went through the wires but was not sufficient to cut tissue. Opened a new device. There was a delay. Patient was not harmed.